Event description:
During a sigmoidectomy procedure, the staple line opened up. The device was fired and the sizer was inserted through the rectum. Upon inspection of the staple line, it was noticed that the staples were opened. Unsure of the shape of the staples. The surgeon pulled another device and fired 1-2 cm distal to original transection. There was no pt consequence.